Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers for the device. The anchor was still present on the insertor, and the sutures were present. A visual inspection revealed that the anchor had not been deployed from the device. The torque limiter had not been advanced. The sutures were cut and had significant debris. The anchor and handle had some debris as well. A functional evaluation concluded that the torque limiter was properly engaged with the inner plug. Rotating the torque limiter clockwise effectively advanced the inner plug to the point that sutures would be secured. There were no functional issues with the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopic surgery, the footprint internal adjuster was rotated after the anchor was implanted. However, the internal plug could not fix the suture and adjust the tension, so the anchor was removed. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.